Manufacturer narrative:
Sanofi company comment dated 07-may-2024: this case involves a 73 years old male patient who reported it swelled within 12 to 24 hours, and had fluid removed after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the limited information available, the causal relationship between events and suspect drug cannot be denied. However, further information regarding concurrent illness, concomitant medications, injection technique, post injection routine, past drugs, family, and lifestyle history is required for better assessment of the case. The case will be reevaluated on receipt of follow up information.

Event description:
It swelled within 12 to 24 hours [injection site joint swelling] fluid removed [arthrocentesis] fluid removed [injection site joint effusion] case narrative: initial information was received on 19-feb-2024 regarding an unsolicited valid case from a patient, case became serious on (B)(6) 2024. This case is linked to case (B)(6) (multiple devices suspect for same patient). This case involves a 73 years old male patient who reported it swelled within 12 to 24 hours, and had fluid removed after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2022 ((B)(6)), the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) injection (strength: 48 mg/6ml) at a dose of 1 df (dosage form) once (route: unknown) for osteoarthritis. On an unknown date in 2022, it swelled within 12 to 24 hours after injection (injection site joint swelling, batch number expiry date: unknown, required intervention). He had fluid removed (injection site joint effusion, aspiration joint; onset date: 2022, latency: few days, required intervention) (batch number expiry date: unknown) and a steroid injection by the doctor on monday (unknown date in 2022). Then the next day (unknown date in 2022) he was fine. Action taken- not applicable for all the events. Corrective treatment: fluid removed for injection site joint effusion; steroid injection for injection site joint effusion and injection site joint swelling. At time of reporting, the outcome was recovered on an unknown date in 2022 for all the events. Based on the previously received information, case was upgraded to serious. Events were added: fluid removed (injection site joint effusion, aspiration joint). Generic name inn was updated from 'hylan g f 20' to 'hylan g-f 20, sodium hyaluronate'. Text amended accordingly.